Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater then 600 mg/dl), 209 mg/dl, and 206 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.